Event description:
It was reported that during the stage one implant procedure of the deep brain stimulation (dbs) lead into the left side of the brain the patient experienced a hemorrhage in the target region. A computerized tomography scan (CT scan) was performed following the implant which confirmed the bleed. The patient was transferred to the intensive care unit (ICU) while unconscious. The patient was then transferred to the ward, was programmed and will continue to be monitored. The lead will not be returned for analysis as it remains implanted.